Manufacturer narrative:
There were no samples or images provided for review. Without such evidence, a definite root cause and corrective action cannot be established with confidence. However, based on similar complaints regarding this matter, CAPA (B)(4) has been initiated to further address this issue. The CAPA will document the root causes identified and the corrective actions taken to address the issue.

Event description:
The guidewire was broken in the human body during the operation. The broken part still remains in the bile duct of segment viii of right lobe inside the liver according to glisson¿s system. Finally, the surgeon has to establish another pathway to place a catheter in the right hepatic duct with help of other guidewire.